Manufacturer narrative:
Model number/catalog number: 72404155. Serial number: n/a. Batch/lot number: 1100606620. Model/catalog description: reservoir 65 ml pc/iz. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly and had fluid loss. As a result, the device was explanted and replaced. No patient complications were reported.